Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: it was reported that the patient experienced "unexpected and reoccuring electrical shocks throughout her body". Five days later, the right ventricular lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured, the patient received more than 50 shocks, and the lead was explanted. Lead(s), fracture of shock, inappropriate.

Event description:
It was reported that the patient experienced "unexpected and reoccuring electrical shocks throughout her body". Five days later, the right ventricular lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured, the patient received more than 50 shocks, and the lead was explanted.

Event description:
It was reported that the patient experienced "unexpected and reoccuring electrical shocks throughout her body". Five days later, the right ventricular lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that the lead was fractured, the patient received more than 50 shocks, and the lead was explanted. Additional information was receiving reporting an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.